Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable, "check therapy pad" messages, arrhythmia alarms) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a short inside the cable connecting ECG a, ECG b, and the front therapy electrode. The root cause for the short was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had a damaged cable and that a patient was receiving "check therapy pad" messages and arrhythmia alarms.